Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) bursts due to atrial beat falling into cross chamber blanking. Atrial conducted rhythm finally slowed below rate cut off. The ICD remains in service at this time. No adverse patient effects were reported.